Event description:
On 16-oct-2019: follow up information was submitted because complaint investigation results of the returned used device (1 set), showed that the s-ring was out of lock. Based on the result: device,method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that once he had problems with connections of his infusion set. It was reported that on (B)(6) 2018, while changing his clothes at night, he disconnected from the quick release and when getting into his pajamas, the quick release broke. He also stated that, the circle portion of the tubing would just turn and not lock in place. The infusion set was at right side of abdomen and detachment occurred at quick release. The pump was located/worn in left side of pocket in relation to the site. The infusion set was being used for one and a half day. Infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated once he had problems with connections of his infusion set. While changing his clothes at night, he disconnected from the quick release and when getting into his pajamas, the quick release broke. He also stated that, the circle portion of the tubing would just turn and not lock in place. The infusion set was at right side of abdomen and detachment occurred at quick release. The pump was located/worn in left side of pocket in relation to the site. The infusion set was being used for one and a half day. Infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to their body. No further information available.